Manufacturer narrative:
Per good faith effort (gfe) response, no repair was performed. The device successfully passed performance specification testing with no part or component replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the unit would not power on. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.